Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Blood on the helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead had dislodged. The physician reported a suspicion of twiddler's syndrome. The leads were attempted to be repositioned but unfavorable measurements were obtained and tissue was observed in the helix. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.